Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "several upstream occlusions" was not reproduced. A review of the event history log (ehl) revealed multiple "upstream occlusion!" Messages however, ehl cannot confirm if the upstream occlusions were true or false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor which was found to be out of specification and failed to calibrate. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of several upstream occlusions. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.